Manufacturer narrative:
Follow-up #1: date of submission 04/17/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported loss of prime issue was not verified in the black box or duplicated during the evaluation. Review of black box data found the data for the complaint date was overwritten due to continued customer use. No loss of prime or prime issue related events were found in the available date range. The pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidents. Bolus delivery exercises were completed and recorded correctly. The force sensor calibration reading was within specifications. The pump casing was opened and no anomalies were found with the force sensor assembly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received loss of prime alerts, and alert recurred after pump was re-primed. Review of techniques indicated that patient used cartridges per instruction for use. Patient was advised to use cartridges from a different box and call back if prime issue persists. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.